Event description:
A legal document was received from the pt's atty that indicated: on or about 1/24/95 the plaintiff was a pt. The plaintiff suffered injury and incurred damages. The foregoing electrosurgical unit was defective in its design and construction and/or was mfg and placed in the stream of commerce in defective condition and was unreasonably dangerous to the plaintiff and others. As a direct result, the plaintiff suffered injury and incurred extraordinary medical expenses and subsequent hospitalization and was otherwise physically and emotionally injured and damaged.